Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise which led to the delivery of inappropriate anti-tachycardia pacing. Noise was able to be reproduced with provocative maneuvers of the arms so it was suspected that the rv lead may be fractured. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.